Manufacturer narrative:
The insulin pump had a blank display and constant tone alarm due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.

Event description:
The customer reported a constant tone, blank display and unresponsive buttons. Troubleshooting was performed, but the constant tone continued. Advised that the insulin pump would be replaced. Nothing further was reported.